Event description:
It was reported the subject device had defective universal codes and cable appearance due to improper sterilization. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal the device was returned to olympus for inspection and the reported failure was confirmed. In addition, cable flooding was noted. The root cause of this issue could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had defective universal codes and cable appearance due to improper sterilization. No patient harm reported.